Manufacturer narrative:
Findings: unit was programmed and monitored for 1 day with no blank display or constant tone noted. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. Unit had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Unit had moisture damage on lcd.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture due to rain exposure. The customer stated that there was a constant tone and a blank screen on the device. The customer had a blood glucose level was 169 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.